Event description:
Procedure: gastrectomy. According to the reporter: as the surgeon neared the gastroesophageal junction, he fired the sulu and almost simultaneously to him squeezing the handle, the pt bucked. Serosal tearing occurred on both the stomach and remnant. The surgeon believes the pt bucking at the same time he was firing the stapler is most likely the reason for the serosal tearing. To correct the condition, the surgeon added interrupted sutures to the portions of the erratic staple line formation to reinforce the staple line and re-stapled the stomach portion near the ge junction where the serosal tearing occurred. The re-stapling resulted in resection of more tissue than was initially planned on the stomach side of the sleeve. The surgeon indicated that it did not compromise the sleeve or procedure.

Manufacturer narrative:
(B) (4). (B) (4).